Manufacturer narrative:
Medical device expiration date: unknown device manufacture date: unknown results: the sample was returned, and several photos were attached, showing a small black sliver of plastic, which had been removed from the IV cannula. As no lot number was provided the DHR could not be reviewed. Conclusion: the complaint was confirmed upon evaluation of the customer returned sample and photos. This type of fm can result from the tip of the needle coming into contact with the IV needle shield. It is understood that this contact cuts a small piece of the shield away, which then can become attached to the needle.

Event description:
It was reported that bd¿ vacutainer¿ multi-sample needles 22g x 1.5" had foreign material on the needle. No injury or medical intervention reported.